Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips were scissoring. The surgeon completed the procedure with another device. The hospital has reported that no pt injury occurred.